Event description:
It was reported that during preventative maintenance testing of the epg (external pulse generator), there was no atrial output. The epg was returned for evaluation/repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the output flex was not connected, causing the reported condition. It was also noted that the upper case, battery release, heart block, battery release o-ring, battery released spring and battery drawer o-ring were contaminated, the lower case, lead flex cover and battery drawer were broken and contaminated, three case screws were missing, the battery contacts were compressed, the liquid crystal display (lcd) was out of specification with missing segments and the main printed circuit board was out of specification.